Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading was 170 mg/dl. Upon troubleshooting, the insulin pump did not alarm failed battery test again; however, the customer did not feel comfortable using the insulin pump any longer and requested its replacement. Nothing further reported.

Manufacturer narrative:
The unit had a blank display due to a corroded battery tube. The device was unable to be tested for the failed battery test alarm, off no power alarm and the operating currents test due to the blank display. The unit had a minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.